Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out while priming. Customer stated that she was trying to change the infusion set. Customer's blood glucose was 84 mg/dl. Customer's current blood glucose is 120 mg/dl. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer stated that the motor did not slow down nor did the numbers ramp up on the screen. Customer received a compromised force sensor system alarm on the insulin pump. Customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with a33 error alarm during basic occlusion test and unable to prime during prime test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and missing the end cap sticker.